Event description:
The device was used during a hernia repair procedure. Reportedly, the instrument misfired and the staples did not form properly.the surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.